Event description:
It was reported that a patient presented in-clinic for a right ventricular replacement procedure. Prior examination of the rv lead had revealed low pacing impedance. During the surgical procedure, the rv lead dislodged, which was confirmed visually. This dislodgement resulted in an additional malfunction of intermittent high capture thresholds. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.